Manufacturer narrative:
All available information was investigated, and the reported difficult gripper actuation issue was not confirmed via returned device analysis. The reported poor image resolution and unable to grasp leaflets could not be replicated in a testing environment as it was related to procedural (operational) circumstances. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported gripper actuation issue resulting in unable to grasp leaflets cannot be determined. In addition, the reported poor image resolution was due to challenging images and related to grippers visualization related issues. The unrelated death appears to be related to patient conditions. Death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted visualization issues due to the device itself. On (B)(6) 2021, the first clip was deployed without issues. Then the second clip delivery system (cds) was advanced to the mitral valve; however there was difficulty grasping. It was then observed that the posterior gripper was not dropping at all. Troubleshooting was performed, but failed. The cds was removed with the clip attached. The procedure continued with a new cds. Two clips were implanted, reducing mr to 2. On (B)(6) 2021,the patient died. It is the physicians opinion that the patient death is not related to the mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.